Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced chest pains when riding on a new lawn mower. The electromagnetic interference and rate response were discussed with patient. Patient was suggested to see the physician. The device remains in use. No further patient complications have been reported as a result of this event.